Event description:
The pt had had 2 previous episodes of intermittent sound in january and february 2005. Upon the onset of intermittency in 2005, new external equipment was issued by the clinic, but without resolution of the situation. The pt was seen by med-el on the 4th day. Testing confirming that the device has malfunctioned.